Event description:
The user facility reported that the procedure was complicated by a fractured guidewire with the guidewire fragment lodged in a subintimal location along the left iliac artery. The attempts to snare and remove the fragment were not successful. Eventually, they decided that the safest thing for the patient was to leave the wire fragment in place. The fragment would have been secured by its subintimal location. The wire fragment was further secured with the deployment of adjacent balloon-expandable stents. The procedure was arterial angioplasty and atherectomy. No blood loss was reported. The reported event did not result in patient injury and/or require medical or surgical intervention. Additional information was received on 14jul2025: the size of fragment left in patient was 13 cm. Within a subintimal tract with tortuosity and resistance with torque applied to the wire using a torque device. The wire had been advanced through 5f kumpe and omni select catheters. The patient was in stable condition. There were no plans to remove wire fragments since they placed stents to secure.